Manufacturer narrative:
H3) the bridge device was returned to the manufacturer for evaluation. Visual inspection confirmed a tear in the balloon, approximately 20 mm from the distal balloon fuse. Using a scanning electron microscope (sem), jagged edges were observed on the balloon that suggest a puncture or snag, that matches both proximal and distal sides. A uniform repeating tear pattern was present along both cut edges on either side of the rough point, which suggests that the balloon continued to tear from being pulled. H6) based on the complaint details and evaluation, the probable cause for the balloon rupture is likely due to patient condition. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2) patient date of birth - not available from facility. H3/h6) the bridge device was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) leads due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred. The bridge was placed on the guide wire and advanced to the svc. The balloon was inflated using a 60 cc syringe filled with contrast mixture, deflated, and staged in the inferior vena cava (ivc). Beginning with a spectranetics 16f glidelight laser sheath, and switching between the ra and rv lead, there was very little advancement; therefore, the decision was made to snare the leads from below. The bridge was removed; however, upon removal, a tear was noted. A new sheath was inserted, and a new bridge was staged, and the leads were removed successfully via snare, with no reported patient harm. This report captures the bridge occlusion balloon (rescue balloon) that ruptured, potential for harm with recurrence.